Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that the patient stated they think that the pump was malfunctioning and needed help on identifying it. The patient mentioned that every time their healthcare provider (hcp) increases the dose more than 5%, they are getting sick and need to have it turn it down. The patient stated that they always tell their hcp to not increase the dosage by 5%, but mentioned that their hcp won't listen to them. The patient stated that today they had a headache, their heart was racing and their 'blood rose up' and they needed to go back to their hcp to turn it down. The patient reported having this issue for months now. The agent on the call reviewed information and tried redirecting the patient to their managing hcp but the patient got escalated and disconnected the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.